Manufacturer narrative:
Initial and final MDR 1916069 - MDR 3003442380- 2024 - 14957 - device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6)2024 the patient experienced an issue that three-infusion set was fell off during use and infusion set is used for 1 day. No further information available.